Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo and one video was provided for investigation. After review and analysis of the customer photo/video, bd is able to confirm the customer reported defect. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported during use with bd vacutainer® sst¿ blood collection tubes the tube underfilled. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: in use. Defect: in the blood collection clinic of the laboratory department, it was found that the negative pressure was insufficient quantity: 1 piece. Effects: no effect on patients and users.

Event description:
It was reported during use with bd vacutainer® sst¿ blood collection tubes the tube underfilled. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: in use. Defect: in the blood collection clinic of the laboratory department, it was found that the negative pressure was insufficient. Quantity: 1 piece. Effects: no effect on patients and users.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.